Event description:
Medline chg 0.12% oral rinse oral care kit suction/swab broke off at adaptor site, plastic snapped completely disconnecting the suction adaptor from the swab. This occurred during mouth care. Attempted a second swab and the same thing occurred. No patient harm occurred, this did not occur with the tooth brush swab.